Event description:
It was reported that there was an issue with nj107d biolox delta prosthesis head 8/10 32mm m. According to the complaint description, the patient fell and experienced a dislocation. The initial implantation was performed on (B)(6) 2022. It was noted that there had been one other dislocation with repair since the implantation. A revision was performed on 2. Replacement of the head was planned, and cup side was possible.(B)(6) 2022 additional information has been requested. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: 400566728 nc948t plasmafit plus 7 cup cap size 48mm e. 400566730 nv201e vitelene insert e 32mm sym.

Manufacturer narrative:
Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. However, everything suggests that the fracture was in all probability caused by the patient's fall. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary.